Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, the long-term effects of meshes with anti-adhesive barrier are unknown. It should be noted that these meshes have the potential to cause morbidity, serious health problems or even death.

Event description:
Article received titled "omega-3 fatty acid covered polypropylene mesh for abdominal wall hernia repair: a prospective analysis of 30 patients". The article analyzes postoperative outcomes in patients operated with omega-3 fatty acid covered polypropylene mesh for abdominal wall hernia repair. Per the article, one patient expired 5 months after the operation.